Manufacturer narrative:
The olympus service team received the subject device for the reported issue of blurry image. As a part of the estimation process, this camera head underwent a visual inspection and functional tests to assess the device status. The user request was not confirmed. It was found that the connector pins had scratches. A device history record review was completed, and no issues were identified. The instructions for use manual states that: "warning: if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." The user's request was not confirmed. However, the most probable cause can be attributed to the scratched contact pins. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported that the camera head displayed blurry images. The issue occurred at the beginning of a procedure, and the unspecified diagnostic procedure was completed using a similar device. There was a short delay in the procedure, to get another device. There were no reports of patient harm or adverse events.